Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is complete. The reported problem (service code 110) was confirmed. Upon investigation, there was no output from the 100 khz switching regulator u1 on the monitor c/a board. The root cause for the defective u1 regulator could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that a patient was receiving service code 110.